Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to load properly. The seal remained inside the loader when the delivery device was pulled. Afterwards, the physician stated that resistance was felt when trying to withdraw the seal. The hospital did not report any patient effects.